Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episode. Upon review, the presenting electrogram (egm) showed there to electromagnetic interference (emi) oversensing on the atrial channel. Ts provided programming optimization recommendations. No adverse patient effects were reported. This ICD remains in service.